Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified common femoral artery. A 6.00mm / 2.0cm / 135cm otw peripheral cutting balloon was advanced for dilatation. During the initial inflation at 10 atmospheres for 20 seconds, the balloon ruptured in the middle in a pinhole form. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event.